Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter. (B)(4)

Event description:
Information was received from a consumer regarding a (B)(6) female patient receiving baclofen (type, dose, and concentration unknown) via an implantable infusion pump. The indication for use was noted as intractable spasticity and head/brain injury. The patient's pain had not been controlled well for an unknown period of time; the patient "always had trouble with it not taking care of the pain." In (B)(6) 2014 the healthcare professional (hcp) found the catheter "lying in the bottom of my belly" during a procedure per the patient. The patient was redirected to the hcp for follow up. No dose, concentration, other medications, related medical history, cause of catheter migration was reported. Follow up was conducted to obtain this information, if additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).